Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the issue. It was found that the customer manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the force sensor test error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had system failure during a force sensor test. There was a small delay in therapy due to the issue. The patient was no impacted by the event. No adverse events were reported.